Event description:
It was reported that a patient underwent a pulmonary vein isolation ablation procedure with a pentaray nav high-density mapping eco catheter. The patient suffered a cardiac tamponade (CT) requiring a pericardiocentesis. It was reported that during transeptal puncture, the needle entered the pericardium. This event was not noticed, and the sheath was pushed forward. Then pentaray was introduced, and during the mapping phase, it was noticed that the catheter was in the pericardium. Second puncture with transesophageal echocardiogram (tee) was done and the left atrium was successfully being mapped and ablated. After the case, the physician did a pericardiocentesis. The adverse event occurred on (B)(6) 2023. It was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The outcome of the adverse event was fully recovered (no residual effects). The patient did not require extended hospitalization because of the adverse event as the patient was discharged in the evening. Generator information was the ngen system (d138401): 22260048fg. Thermocool® smarttouch® sf catheter was not used. Transseptal puncture was performed with a vizigo- d138501 8.5f sheath with curve viz smc 00002099. Prior to noting the pericardial effusion (pe) or CT, ablation was not performed. The event occurred during the transseptal phase. The product is available for return.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). E1. Initial reporter address line 1(cont.) - (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-jul-2023, additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device 30973834l number, and no internal actions related to the complaint was found during the review. Based on the completed mre, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).